Manufacturer narrative:
The insulin pump passed the displacement test, self-test, unexpected restart error test and basic occlusion test. All operating currents were within specifications. The off no power alarm functioned properly and there was no motor error alarm on the device. The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The occlusion test was unable to be performed along with the excessive no delivery tests due to prime/fill anomaly. The motor passed the motor test. The insulin pump had cracked display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 401 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced thirst, excessive urination and treated themselves with an injection. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer performed the displacement test and self-test and passed. Customer advised the motor error alarm occurred during bolus delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.